Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported their programmer was stolen and they needed a new one. Patient services reviewed that due to the age of the device, the patient should consult with their managing health care provider (hcp) to check the implant and see if it had reached end of service. The patient stated that they believed they wanted to have the implant removed and requested information on finding a new hcp. The patient reported that since implant, the implant never really helped. The patient then clarified that it helped for about 6 months and then it didn't and when they tried to increase the stimulation, it was "too much ," and it shocked them. The patient described it as an "electrical shock" when they tried to increase.